Event description:
It was reported that the catheter stopped aspirating. A 2.4mm jetstream xc catheter was selected for a right superficial femoral (sfa) atherectomy procedure. The sfa was mildly tortuous and moderately calcified. The lesion was a total occlusion. The jetstream catheter was advanced and upon the first pass in the lesion the device lost aspiration. The device was removed and the procedure was continued with another 2.4mm jetstream xc catheter and a thruway guidewire. During use of the second thruway wire, the wire tip detached during withdrawal. The tip was left in the patient and there are no plans to retrieve.

Event description:
It was reported that the catheter stopped aspirating. A 2.4mm jetstream xc catheter was selected for a right superficial femoral (sfa) atherectomy procedure. The sfa was mildly tortuous and moderately calcified. The lesion was a total occlusion. The jetstream catheter was advanced and upon the first pass in the lesion the device lost aspiration. The device was removed and the procedure was continued with another 2.4mm jetstream xc catheter and a thruway guidewire. During use of the second thruway wire, the wire tip detached during withdrawal. The tip was left in the patient and there are no plans to retrieve.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. A boston scientific .014 thruway guidewire was returned with it. The wire was not stuck in the device.the device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. The guidewire returned showed multiple bends and kinks as well as tip damage. Functional analysis was done by completing the setup procedure per the instructions for use. Aspiration testing of the device was done per the test procedure. The device is tested by using a 100ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows after the 1minute run time is subtracted from the starting milliliters and the final number is the total that was aspirated (100ml-5ml=95ml). The minimum amount of fluid that is aspirated per the test procedure specification sheet is 30ml per minute and the maximum is 56ml per minute. Test results showed that this device did not perform as designed per the test procedure specification sheet, withdrawing 5ml of fluid in the 1minute time frame. Inspection of the remainder of the device revealed no damage or irregularities.